Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube had a couple of different damaged sections with tube insulation removed. The damaged areas were located 0.024 and 1.087 above the snake wrist. The tube insulation appeared to have scratches and gouge marks. There was an area 0.108 x 0.065 with material missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; insulation damage with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a thoracic grasper instrument, the shaft was sheared. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.